Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and high current draw was observed. The cause of the high current draw was an anomalous component on the hybrid.

Event description:
It was reported that the device exhibited premature battery depletion. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.